Manufacturer narrative:
Although a definitive cause for the issue was not identified, the alinity hq processing module, serial number (B)(6) was considered the likely cause for the issue. The results were flagged, indicating that verification of the results was required. A review of the alinity hq (list number 09p68-01) data did not identify any trends or abnormal complaint activity related to the current issue. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the complaint investigation no product deficiency of the alinity hq processing module, list number 09p68, was identified.

Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module on multiple patients. Example results provided: on (B)(6) 2025, sid: (B)(6). Wbc = 3.8, rbc = 3.03, hgb = 57, mcv = 91.6, mch = 18.6, mchc = 203, plt = 380. Repeat same alinity wbc = 3.62, rbc = 3.01, hgb = 76, mcv = 91.6, mch = 25.1, mchc = 274, plt = 373. Repeat another alinity wbc = 3.66, rbc = 3.00, hgb = 92, mcv = 92.2, mch = 30.6, mchc = 332, plt = 371. On (B)(6) 2025, sid: (B)(6) (77-yr old male) wbc = 10.0x, rbc = 3.72x, hgb = 95.8x, mcv = 77.9x, mch = 25.8x, mchc = 331x, plt = 371x. Repeat same alinity wbc = 10.7, rbc = 3.76, hgb = 77, mcv = 77.9, mch = 20.6, mchc = 264, plt = 384. Repeat another alinity wbc = 11.0, rbc = 3.73, hgb = 96, mcv = 78.7, mch = 25.8, mchc = 328, plt = 373. Uom: wbc - 10x9/l, rbc - 10x12/l, hgb - g/l, mcv - fl, mch - pg, mchc - g/l, plt - 10x9/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6), (77-yr old male).

Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module on multiple patients. Example results provided: (B)(6)2025 sid: (B)(6). Wbc = 3.8, rbc = 3.03, hgb = 57, mcv = 91.6, mch = 18.6, mchc = 203, plt = 380, repeat same alinity. Wbc = 3.62, rbc = 3.01, hgb = 76, mcv = 91.6, mch = 25.1, mchc = 274, plt = 373, repeat another alinity. Wbc = 3.66, rbc = 3.00, hgb = 92, mcv = 92.2, mch = 30.6, mchc = 332, plt = 371. (B)(6)2025 sid: (B)(6) (77-yr old male). Wbc = 10.0x, rbc = 3.72x, hgb = 95.8x, mcv = 77.9x, mch = 25.8x, mchc = 331x, plt = 371x, repeat same alinity. Wbc = 10.7, rbc = 3.76, hgb = 77, mcv = 77.9, mch = 20.6, mchc = 264, plt = 384, repeat another alinity. Wbc = 11.0, rbc = 3.73, hgb = 96, mcv = 78.7, mch = 25.8, mchc = 328, plt = 373, uom: wbc - 10x9/l, rbc - 10x12/l, hgb - g/l, mcv - fl, mch - pg, mchc - g/l, plt - 10x9/l. No impact to patient management was reported.